Event description:
The physician reported a lap-band port leak and a "groove where the port meets the tubing". The physician believes this was caused by the tubing rubbing against something "presumably the fascia". The alleged event was first noted by the pt's report of lack of restriction. No diagnostic testing was performed. The port will be returned.

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2010. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Allergan has received the product however the analysis has not been completed at this time. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing".